Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that during a post-op check, the real time ecgs on this device were showing erroneous characters due to a suspected telemetry corruption. Device was re-interrogated. The patient will be monitored.